Event description:
The emergency care research institute (ecri) published a ecri exclusive hazard report on their rapid infusers and hyperthermia pumps as they may become inoperative due to valve wand motor looseness. Our biomedical engineering team reviewed this report and reported that this facility owns a total of 7 belmont rapid infusers fms 2000, ri-2. Biomed began inspecting the units and found one unit thus far with the lower left-hand screw broken off. The lower right-hand screw hole is enlarged. The unit issues along with photos was reported via an email to belmont technical support. Belmont technical support was not sure how to handle this. They said we were the first ones to request repair. This unit has not had any issues report recently, however, these devices deliver critical lifesaving fluids and blood at a potentially very high rate, and interruption of the fluids or blood delivery can cause patient injury or death and so it will be pulled from service. In the interim, we will continue to communicate with the belmont technical support team on the need for a loaner while they promptly repair our unit.